Manufacturer narrative:
The insulin pump had intermittent button response due to flattened esc, act and down buttons dome switch. No unlocked lcd keypad connector noted. The insulin pump had minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that her endocrinologist was concerned about the buttons being hard to press on the insulin pump. The buttons on the insulin pump were also sticking. The customer had to press the buttons extremely hard. Customer's blood glucose was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.